Event description:
It was reported that the device was in back-up operation. The device was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
The field complaint of backup operation was not confirmed. The device was received in normal vvi mode with battery voltage near beginning of life (bol) level. Analysis was normal. No anomalies were found. Total projected longevity based on field settings is 5.29 years; implant duration is 0.87 years and remaining longevity is approximately 4.42 years to eri.